Event description:
A needle within the device broke in half during suturing at the application site. Subsequent utilization of the device was impossible as a new needle could not be loaded properly. There were no reported injury or ill-effects to the patient. Laparoscopic repair of paraesophageal hernia.